Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the prograsp forceps instrument was found with a broken wire. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.